Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received multiple motor error alarm. Customer's blood glucose value was unknown. The customer was offered to troubleshooting. Customer stated that insulin pump had up button play and did not consistently work. Customer stated that they battery compartment was cracked. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify button keypad anomaly and motor error alarm due to blank display. Device received with cracked battery tube threads. Motor passed motor test.